Event description:
Implant snapped off (swivelock tendoesis, biocomposite). At this time, surgeon ordered for fluoro x-ray. They were unable to detect implant. A call made to (arthrex) manufacture rep (B)(4), and stated the implant is biocomposible and would dissolve in a year. No injury.